Manufacturer narrative:
At this time, microline surgical is awaiting the device back so an investigation can be done. Once the investigation has been completed and more information is available, a final adverse event report will be submitted.

Event description:
During a tonsillectomy, the device failed cutting during procedure.